Event description:
It was reported that (1) device was used during a laparoscopic adrenalectomy. It was reported by the rep that the hp052 instrument emitted solid tones frequently during the case. A lcs15 was used. Another instrument was used to complete the case. There was no consequence to the pt.